Event description:
It was reported that the device had premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4)analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Event description:
It was reported that the device had premature battery depletion. The device was explanted and replaced. An attorney letter further alleged that the patient experienced "injuries due to the defective device and its flawed wires." An attorney letter further alleged that the batteries were defective, and that the patient experienced pain, discomfort, and disability occasioned by the replacement surgery. Another attorney letter alleged that the atrial lead had migrated back into the subclavian vein. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. (B)(4) the full lead was returned and analyzed. Blood was observed in/on the helix/lobe mechanism. The helix/lobe was distorted/bent. The outer insulation had a cosmetic depression and apparent explant damage was noted. No anomalies were found.